Event description:
It was reported that the atrial lead was fractured. The lead was explanted and access was unable to be obtained for a new lead; therefore, the atrial port was plugged. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned and analyzed and revealed that the distal conductor was fractured. It was noted that the proximal conductor was distorted and had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut and had cosmetic depression. There was blood in/on the helix/lobe mechanism, tissue on the helix and visual analysis revealed that the lead was stretched. The analyst visual commented that the lead removal wire stuck in the distal segment. Visual discontinuity was observed due to the distal conductor fracture.